Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Codes were derived based on the info provided by the distributor. (B)(4). The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning turbine assembly. The foreign distributor was shipped a replacement turbine assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty turbine assembly for eval. As of january 21 2015 the alleged faulty turbine assembly has not been received. Should it be received and evaluated, a follow up medwatch report will be submitted.

Event description:
The following descriptions of the event were documented by the foreign distributor's rep and sent to carefusion technical support via email. "Noise from turbine assy. It increased gradually when flow increases. Four troubleshooting steps/result: one: check ventilator and found the humming sound / noise generated from turbine assembly. Two: when increase and decrease flow then noise also increase and decrease. Three: we cross check all connection but still observed the same. Four: now cross checked turbine assembly from other working ventilator and found it's working satisfactorily without any alarm or noise. So turbine assembly needs to be replaced." "No harm or injury involved; due to humming sound, they shifted pt to other vela. Alternate ventilation provided. Call attended immediately, but machine is down due to non-availability of standby part and warranty part. Ventilator not yet repaired and returned to service. Ventilator waiting for replacement parts while warranty claim is processed."